Event description:
Pt was revised, reason unexplained. Pt was in severe pain immediately prior to revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.